Manufacturer narrative:
The customer reported that they were unable to view ECG via pads during a cardiac arrest. There was no report of negative patient impact. A follow-up report will be submitted upon completion of the investigation.

Event description:
The customer reported that they were unable to view ECG via pads during a cardiac arrest. There was no report of negative patient impact.